Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12feb2020.

Event description:
It was reported that the ventilator had low leak c02 rebreathing. There was no patient involvement.

Manufacturer narrative:
G4: 16mar2020. B4: (B)(6)2020. The customer troubleshot with technical support and reported that the low leak alarm was not being caused by the patient circuit.. The customer was advised to perform the performance verification testing. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.